Event description:
A pt underwent a procedure to the proximal and mid lad, and the prox cx. The 2.5mm lad had a lesion that was de novo, type c, 80mm-long, eccentric, calcified and chronic total occlusion (cto). A cypher (2/528mm) was implanted at 16atm for 50 seconds. Then a second cypher (3.0/33mm) was implanted at 14atm for 60 seconds proximal to the initial cypher overlapping it. Then a third cypher (3.0/28mm) was implanted at 14atm for 60 seconds proximal to the 2nd cypher overlapping it. Three days later, the pt had the procedure on the prox cx. The 2.4mm prox cx had a lesion that was a de novo, type c, 40mm-long, and concentric and calcified. A cypher (2.5/28mm) was implanted at 14atm for 60 seconds. Then a tsunami stent (2.5/20mm) was implanted at 12atm for 30 seconds proximal to the initial cypher overlapping it. These stents weren't overlapping the cypher stnets previously implanted in the lad, although they were placed in a v-stent formation. Nine days later, the pt complained of chest pain, and a decrease in the st segment was observed on the ECG. Ami was suspected. Cag was conducted and thrombus was observed in both the lad and lcx. The vessel was occluded with thrombus from the lm trunk. To treat the thrombus, aspiration and poba were conducted.